Event description:
The valve was explanted due to aortic sufficiency and significant dilation of the ascending aorta. Intraoperatively, a torn cusp was noted and was mostly likely due to the gross dilatation of the sinotubular junction. The valve was explanted and replaced with a 25cavg-404.